Event description:
It was reported, that information was received. From a patient regarding an external device. The patient reported, that a couple of weeks ago. They noticed, the wireless recharger (wr) was not working very well. The patient stated, that it was "hard to get the green button to get green" yesterday. The patient noticed, that the wr was unresponsive and the battery indicator lights were scrolling rapidly. The issue was not resolved. An email was sent to the repair department to replace the wr. No symptoms reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6). H3: analysis of the wireless recharger wr9200 (serial#: (B)(6)) revealed, that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.